Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After pre-dilation was performed using a 2.5x15 non-bsc balloon catheter, a 3.50x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the stent delivery system broke off in the guide catheter. No patient complications were reported.